Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports patient status post left total hip done (B)(6) 2008 had a right hip done approximately 3 years ago and has been complaining the right is longer than the left and wants it evened out. Surgeon decided to revise the left and lengthen it to match the right. He also decided to exchange the ceramic on ceramic to a poly liner with a ceramic head due to an occasional noise the patient would hear. The operation was performed through the anterior approach the liner was removed, a new x3 liner was implanted, the trial was placed and once leg length was satisfactory the final head was implanted. The revision was performed without incident.